Manufacturer narrative:
Accu-chek inform ii meter 1 with serial number (B)(6) was received for investigation. Two vials of reported lot number 670225 were received for investigation. The vials were visually inspected and no obvious damage or contamination was observed; the test strips vial, desiccant, and vial cap were inspected and were acceptable in appearance. The returned meter, test strips, and controls were tested. Investigation results: control ranges: level 1: 30-60 mg/dl level 2: 261-353 mg/dl vial #1 results: level 1 ¿ 45 and 45 mg/dl level 2 ¿ 286 and 295 mg/dl vial #2 results: level 1 ¿ 45, 43, and 45 mg/dl level 2 ¿ 292, 289, and 293 mg/dl all returned results are within acceptable range. The meter's log file did not indicate any hardware or software issues that would lead to a measurement discrepancy. The meter was disassembled for further investigation; no damage or contamination was observed. The investigation verified the analysis results by testing using glycolyzed blood; all of the results were acceptable. The returned vial passed the test for vial integrity. As the primary packaging seal was acceptable for the returned vial, there is evidence to support that the returned product was appropriately sealed. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of accu-chek inform ii meter 1 is (B)(6) . The serial number of accu-chek inform ii meter 2 is (B)(6) . The customer stated that they received error messages "e-vbc" and "e-vbg" on (B)(6) 2024. The customer stated that the qcs were within the specified ranges within 24 hours of patient testing. The meter, test strips, and controls were received for investigation. The investigation is ongoing. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results for one patient tested with two accu-chek inform ii meters: meter 1 and meter 2. The result from meter 1 at 6:40 am was 43 mg/dl. The result from meter 2 at 6:42 am was 58 mg/dl. This result was deemed accurate.